Event description:
Healthcare professional additionally reported "cut with knife to deflate" - not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: a review of the device noted two openings on the anterior and posterior side, assessed as surgical damage. Additional observation noted crease.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "cut with knife to deflate" - not related to the device. The device has been explanted..

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.